Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the suction hose was kinked. The hose was adjusted and rerouted. No report of patient involvement. (B)(4).

Event description:
The hospital reported the suction unit was not functional. There was no report of patient involvement.